Event description:
Pt scheduled for bilateral implant exchange. Upon doing the surgery the left implant was found to be ruptured. The right implant was intact. Neither the explanting surgeon nor the pt know the name of the implanting surgeon or the MFR. Rptr's facility considers a ruptured implant to be a pt injury. The implants were sent for routine pathology with nothing abnormal reported.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was destroyed/disposed of.